Event description:
It was reported that during open heart surgery, this delta x monitor was displaying cardiac output and svr values of about 6 and 600 respectively. The user reported that medication was delivered to the pt based on the values displayed. The pt was transferred to the ICU from the operating room and was connected to a datex ohmeda monitor that displayed cardiac output and svr values of 1.9 and 2500 respectively. The user reported that the pt expired a few days after the surgery. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.